Manufacturer narrative:
A software investigation was completed and determined the issue was due to selecting the incorrect patient exam. The software is functioning as designed on (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that during an electrode and probe placement procedure the magnetic resonance (mr) exam had very little gradient contrast when loading the exam onto the navigation system. The medtronic representative attempted to adjust the image contrast without resolution. During troubleshooting it was determined the site was trying to use the incorrect scan from the patient study. They selected the correct exam and were able to use the navigation system as expected. The surgeon completed the procedure with the use of the navigation system. This issue caused a 1 hour and 30 minute delay while the patient was under anesthesia.